Manufacturer narrative:
The product was not returned for analysis. The complaint history and product history records could not be reviewed because the reporting facility did not provide a lot number or any identification traceable to the manufacturing documentation. The product investigation could not identify a root cause. Additional information has been requested. (B)(4).

Event description:
A health professional reported that after an intraocular lens (iol) implant surgery, a lens presented with glistenings. The patient has reported loss of vision. Additional information has been requested.

Manufacturer narrative:
The manufacturer internal reference number is: (B)(4).

Event description:
Additional information has been requested and received from the health care provider stating that it was not decided yet whether the intraocular lens ( iol) will be explanted. The patient has in addition advanced glaucoma in both eyes already. This complicates the implantation of a possible new iol. The patient will visit the physicians office on (B)(6) 2019 and then the further procedure will be discussed. Till now, new glasses were prescribed to improve patients vision and is satisfied.

Manufacturer narrative:
The manufacturer internal reference number is: (B)(4).

Event description:
The serial numbers for the intraocular lenses were provided for both eyes. Information was not provided for which serial number belongs to what eye. This record and serial number will be for the first eye.

Manufacturer narrative:
The product was not returned. There is a narrow vertical slit lamp illumination. The image captured an out of focus segment of the cornea, brown out of focus upper and lower iris segments, and the anterior surface of a yellow intraocular lens. There is a fine punctate pattern beneath the optic surface. Besides the quality limitations of the picture the image is consistent with glistenings. However, it is difficult to determine which iol was implanted. Product history records were reviewed and the documentation indicated the product met release criteria. Global device medical safety evaluated the provided photo. There is a narrow vertical slit lamp illumination. The image captured an out of focus segment of the cornea, brown out of focus upper and lower iris segments, and the anterior surface of a yellow intraocular lens. There is a fine punctate pattern beneath the optic surface. Besides the quality limitations of the picture the image is consistent with glistenings. However, it is difficult to determine which iol was implanted. The product investigation could not identify a root cause. The manufacturer internal reference number is: (B)(4).

Manufacturer narrative:
The lens was received submerged in liquid inside a specimen cup. The lens was removed from the liquid and allowed to dry and acclimate to room temperature prior to evaluation. After drying, apparent patterns of solution are visible on the lens. The lens was cleaned with lphse for further evaluation. The optic has scratches and a crack near the haptic/optic junction area. The lens appears clear. A power and resolution test was conducted. The optical resolution is acceptable; lens focal length is in the range of a 24.0 diopter lens. Product history records were reviewed and the documentation indicated the product met release criteria. The root cause for the complaint of ¿glistening cloudiness, loss of vision¿ cannot be determined. The returned lens was damaged. After cleaning and acclimation to room temperature. The lens appears clear. A power and resolution inspection was conducted. The optical resolution is acceptable; lens focal length meets specification for a 24.0 diopter lens. The file indicated that the lens was implanted between 2006 ¿ 2008. Two serial numbers were provided. The serial number information did not clarify which serial number was for od and os implantations. Information provided by an hcp indicated that about 80% of the visual loss is due to glaucoma deterioration. The replacement lens model and diopter are unknown. The manufacturer internal reference number is: (B)(4).